Event description:
In 2003, the patient was implatned with a vented electric left ventricular assist device (lvad). In 08/2003, the manufacturer was notified that during implant the surgeon was securing the inflow valve to the pump housing bleeding was noted through the treaded connection beneath the bell on the inflow valve and on top of the elbow. Additionally, while securing the outflow side of the lavd, the integrity of device bend relife was compromised due to the outflow graft twisting while securing the graft to the lvad housing. As a result, the surgeon cut the bend relief to relieve torque which was visibly present on the outflow graft (because he could not see if it was twisted beneath it). Additionally, the pump was leaking at the bottom of the outflow inside of the device was resolved/stopped by wrapping the connection in gore-tex. The outflow graft was loosened, the bend relief was cut and the outflow graft was straightened and secured. The leakage on the bottom from the retached connection was tightened resolving the bleeding.